Manufacturer narrative:
The device was received for evaluation out of the pouch and connected to a non-baxter spike. During visual inspection a loose particle was observed inside of the bag. The particle resembles the internal stop of the membrane. During functional testing, the condition could not be replicated. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring issues were observed with an intravia bag. The reporter stated that the flap in the membrane port would get dislodged when spiking and would go into the solution. The bag contained 10 mg unasyn in 333 ml normal saline 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.